Manufacturer narrative:
A1-a4: patient information provided b5: additional information provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: the use of navigation was aborted.

Manufacturer narrative:
H3) analysis on the returned gantry motion control box had no failure found when analyzed. Analysis states that when used in a test system, no problems were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. Patient ethnicity and race not available from the site. Concomitant medical products: product ID: bi30000060 rev. 8: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed items in the logs showing the system acting irregularly. The gantry motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion controller was received by the manufacturer, however analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the gantry was unable to close. It was noted the gantry was closed but the system showed the gantry was open. The site rebooted the system and the system displayed that it was in standalone mode and that they needed to calibrate motion by pressing "m." However, pressing "m" did not appear to do anything, as there was no motion in the gantry. A c-arm was used to finish the procedure. This issue occurred intraoperatively during the post operative confirmation image acquisition and caused a less than one hour surgical delay. There was no reported impact on patient outcome.